Event description:
It was initially reported that the zimmer electric dermatome handpiece was not functioning properly. Additional clinical information determined that the issue occurred during a surgical procedure. There was an impact/damage to the graft harvest as a result of the reported event. An additional graft harvest was required to be taken from the patient. An alternate device was retrieved and used to complete the surgery with a delay of approximately 15-30 minutes.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.